Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. An unknown stent had been placed during a previous procedure. The target lesion was located in the right coronary artery distal to the previously placed stent. The physician attempted to place a taxus express2 3.0x20mm drug eluting stent when the stent struts started to lift at the proximal end. A 3.0x12mm otw maverick balloon was used to predilate. No patient complications were reported.